Event description:
Reporter stated that pt was found unresponsive. Reporter tested pt's blood glucose, using the suspect device, and obtained a result of 155 mg/dl. Based on pt's symptoms, reporter phoned emergency medical services for assistance. Upon their arrival, approx 15 mins later, pt's blood glucose reportedly measured 52 mg/dl on paramedics' device. Reporter stated that pt was treated with an intravenous glucose solution. A few mins later, pt reportedly regained consciousness. Pt was not transported to the hosp for add'l treatment. Reporter noted that, after paramedics left, he tested his own blood glucose on the suspect device - reporter is not diabetic - and obtained a result of 300 mg/dl. Pt's current condition: "doing fine now." Qc testing had not been been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.